Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Additional information was received indicating a revision procedure was performed wherein the device was explanted and replaced. Additionally, the rv lead was surgically abandoned and a new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit the battery longevity went from five years remaining to 1.5 years in six months. The settings had not changed in six months. Premature battery depletion was alleged. Boston scientific technical services (ts) asked the rep to obtain follow-up data and settings to see any change in measurement and settings. The device remains implanted. No adverse patient effects were reported. A review of the case by boston scientific technical services (ts) noted that the measured pace impedance values were gradually decreasing which can increase the power level of the device. Also high pacing thresolds were noted. Ts also noted that based on the magnet rate and estimation, the device should have greater than one year longevity. Ts discussed a possible lead revision. The field representative noted that the physician is considering device/lead replacement due to high threshold and significant longevity change. Additional information noted that a revision was planned but was not scheduled at this time.